Event description:
A discordant, falsely low testosterone (tsto) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The sample was repeated and resulted as expected. It is unknown what instrument the sample was repeated on. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low tsto result.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse adjusted reagent probes 1 and 2 and the sample probes. The acid, base, and wash1 lines were decontaminated and the base pump was replaced along with valve 71. The cse also replaced the photomultiplier tube assembly and a sample probe tubing due to a kink. Quality controls and calibrations were run, resulting within range. The cause of the falsely low tsto result is unknown. The instrument is performing within specifications. No further evaluation of the device is required.